Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for power error detected alarm was performed. Customer was advised the internal power source was unable to charge. Customer advised the power error detected alarm recurred during normal use and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operational currents within specification and passed self-test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error, low battery alert, power loss alarm, replace battery alert, replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error, low battery alert, power loss alarm, replace battery alert, replace battery now alarm due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.